Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 492 mg/dl. Reportedly, the customer's health care provider believes elevated bgs may be due to a preexisting thyroid condition. The customer changes out the infusion set and administers manual injections to stabilize bg level. Recommendation was made to discuss diabetes management with health care provider.